Event description:
It was reported to boston scientific that an autotome rx 44 was used on the papilla during a procedure. According to the complainant, during the procedure, the autotome rx 44 was connected to the power supply. When an attempt was made to cut the papilla, there was no current supplied to the cutting wire of the device. The power supply cable was exchanged, however, the problem was not resolved. Reportedly there was no issue with the active cord. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found the return unit to be within specification. No visual failures were noted. The cutting wire length was measured to be within specification. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific that an autotome rx 44 was used on the papilla during a procedure. According to the complainant, during the procedure, the autotome rx 44 was connected to the power supply. When an attempt was made to cut the papilla, there was no current supplied to the cutting wire of the device. The power supply cable was exchanged, however, the problem was not resolved. Reportedly there was no issue with the active cord. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.